Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her left eye (os). The patient reported the lens was either removed, replaced or repositioned? Also astigmatlism is returning and there is soreness and blurriness. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4): evaluation(B)(6):method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - according the direction for use (dfu), the micl lens is used to address mild to moderate myopia. Astigmatism could not be fully corrected with a micl lens. Most likely the cause of the event is the patient's preexisted condition: astigmatism. Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event is the patient's preexisted condition: astigmatism. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the surgeon indicated he did not agree with the patient report and as of the date of the last post-op visit on (B)(6) 2015, the patient has not had any additional procedures. The surgeon indicated the astigmatism was pre-existing and minor. The patient is 20/20 ou without complication.